Event description:
The mother of the end user stated the end user developed a rash under the mass which began in (B)(6) 2013. The end user's mother went on to state the rash is red and splotchy. The end user was diagnosed with a yeast infection, placed on anti-fungal powder then anti-fungal gel and finally an oral anti-fungal.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's mother stated the end user has been applying multiple brands of products and is unsure which skin cleansing or other products were being used. The end user's mother also stated the end user recently saw a certified nurse practitioner, at a dermatologist of acute contact dermatitis. The dermatologist gave a steroid injection and steroid gel for topical use. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.